Event description:
Surgeon reported patient with "pupillary block". Patient experienced an intraocular pressure rise to approximately 60. An iridectomy was performed and the lens was replaced. The latest patient prognosis is good.